Event description:
The reporter stated that the distributor received an atoll set that had a locking screw that was separated. There was no adverse outcome for the pt, there was a spare device available.

Manufacturer narrative:
Retrospective quality review indicated this complaint should have been MFR reportable. The product was received for evaluation. There was no damage noted to the threads, the swage/mushroom on the saddle post was off center. A review of the complaint management system showed that this was a repeat incident. The past 2 complaints have also involved parts from lot w9913. Lot w9913 contains 1230 parts, making this a 0.24% occurrence rate. Of those complaints, one notes that the swage/mushroom on the saddle post was off center. This batch of implant was produced to (B)(6), which was released on (B)(6) 2009, added a critical dimension specifying the required dimension of the mushroom diameter to prevent this issue. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.